Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot up. Upon troubleshooting, the fse identified faulty fuses in the ny1 tray of the m cabinet caused by short circuit in the power distributing unit. To resolve the issue, the fse replaced fuses, and pdu fan tray. The defective pdu fan tray was returned for further analysis; however, the supplier¿s evaluation could not determine the cause of the pdu failure. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.